Event description:
The source literature reported that during a randomized comparison study regarding the safety and effectiveness of right ventricular (rv) and his bundle pacing (hbp) on left ventricular (lv) pacing-induced cardiomyopathy, two patients with ingevity leads positioned in the rv required surgical revision. It was stated that the leads were revised due to increased capture threshold measurements. It is unknown whether the leads were explanted or surgically repositioned. The study concluded that in high-risk patients, rv pacing led to the decline in the lv ejection fraction which contributed to pacing-induced cardiomyopathy, in comparison to hbp. No additional adverse patient effects were reported in the instances requiring lead revision.